Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal. Additionally, it was reported that an altitude alarm occurred. The customer's blood glucose level was 135 mg/dl. Reportedly, customer continued using pump for insulin therapy.